Manufacturer narrative:
This lead remains implanted but out of service; therefore, technical analysis cannot be conducted.

Event description:
It was reported that in-clinic integrity shock testing was performed on (B)(6) 2024 which gave the following shock impedance results: 115 ohms with a 1.1 joule (j) shock and greater than 125 ohms with a 41 j shock. The physician has decided to continue monitoring the patient and requested a review of device data. Technical services (ts) reviewed available device data and noted apart from the high shock impedance, the patient's device appears to be functioning normally. The lead itself is not likely fractured, but the situation points to likely calcification around the right ventricular (rv) lead coil. Rv lead replacement was recommended as shock lead impedance has been consistently high. No adverse patient effects were reported. This lead remains in service. Additional information: the patient underwent a revision procedure, and this rv lead was surgically capped/abandoned (it remains implanted but out of service) and replaced with a new lead. It was noted the patient's cardiac resynchronization therapy defibrillator (crt-d) device was replaced with a dr implantable cardioverter defibrillator (ICD) device since the old generator had a plug in the left ventricular (lv) port and no upgrade procedure was scheduled in the near future. Besides intervention, there were no other adverse patient effects reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that in-clinic integrity shock testing was performed on (B)(6) 2024 which gave the following shock impedance results: 115 ohms with a 1.1 joule (j) shock and greater than 125 ohms with a 41 j shock. The physician has decided to continue monitoring the patient and requested a review of device data. Technical services (ts) reviewed available device data and noted apart from the high shock impedance, the patient's device appears to be functioning normally. The lead itself is not likely fractured but the situation points to likely calcification around the right ventricular (rv) lead coil. Rv lead replacement was recommended as shock lead impedance has been consistently high. No adverse patient effects were reported. This lead remains in service.